Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm promus premier¿ stent was advanced to treat the coronary artery, however, the device was unable to cross the lesion and it was noted that the end of the stent was jailed up. No patient complications were reported.